Event description:
It was reported that during an unspecified urological procedure the guidewire tip frayed. An amplatz ptfe.035 str guidewire had been advanced to an unspecified location. The physician had advanced an unk type "j double catheter" over the guidewire "by nephrostomy way". The tip of the guidewire appeared "frayed" at an unspecified time during the procedure. There was no broken part or generated particles. The procedure was completed with an unk type guidewire. There were no pt complications reported with the pt's current condition listed as "good".

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.